Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(6). Concomitant medical product: catalog #: 00599401792, femoral component size g right, lot # unk; catalog #: unk, nexgen stemmed tibia precoat size 8, lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it is still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient had an initial knee arthroplasty on an unknown date. Subsequently, the patient will be undergoing and irrigation and debridement procedure as well as an exchange of the articular surface due to patient tissue laxity caused by the infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- femoral component catalog#: 00599401792 lot#: 62927755, stem extension catalog#: 00598801515 lot#: 62893859, posterior femoral augment block. Precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw catalog#: 00599003701 lot#: 62325014, all-poly patella cemented 41 mm diameter catalog#: 42540200041 lot#: 63084042, st prc tib plt size 8 catalog#: 00598005702 lot#: 63001563, trabecular metal tibial cone, large 67 x 38 mm right catalog#: 00545001368 lot#: 63266324, stem extension sharp fluted 13 mm dia x 75 mm length (combined length 120 mm) catalog#: 00598801513 lot#: 62412748, palacos rg 1x40 single catalog#: 00111314001 lot#: 84584568, palacos rg 1x40 single catalog#: 00111314001 lot#: 84594541. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.